Manufacturer narrative:
A philips field service engineer (fse) spoke with the biomed and it was noted there was ¿cable fatigue¿ with the cable associated with the mirrored display of their pic ix. The fse advised the cable should be replaced. The fse later arrived onsite and replaced the cable in question, but the issue persisted. The fse then replaced the sound card, but the sound was still not functioning. The fse advised the biomed that the issue may be due to the mainboard of the pic ix. However, the mainboard can no longer be ordered. The biomed stated the users can work with the situation as is, with only one audio output.

Event description:
The customer biomedical engineer (biomed) reported a loss of alarm audio at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported a loss of alarm audio at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.